Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2021).

Event description:
It was reported that post device implant, the device allegedly had two tiny holes in the silicone part of the catheter just below the plastic of the blue hub. The device was repaired. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hickman blue luer and extension leg with clamp engaged on outer catheter sleeve were returned for evaluation. Gross visual, microscopic and functional evaluation were performed on the returned device. The investigation is confirmed for the reported material puncture or hole in catheter as two radially adjacent pinholes were noted just distal to the luer. Furthermore, the surface of the both pinholes appeared to be jagged and smooth. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 07/2021). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post device implant, the device allegedly had two tiny holes in the silicone part of the catheter just below the plastic of the blue hub. The device was repaired. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2021), g3, h6 (method) h11: h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that post device implant, the device allegedly had two tiny holes in the silicone part of the catheter just below the plastic of the blue hub. The device was repaired. There was no reported patient injury.